Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that there was limited table movement and c-arm movement and that the system was not booting up all the way. Fse fount that issue is suite pc hard drive to be corrupt. Fse replaced the suite pc and the system software was reloaded. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was limited table movement and c-arm movement and that the azurion 7 m20 system was not booting up all the was. The screen on the left was stuck loading the os software. The system was not in clinical use and no harm has been reported. The system suite pc was replaced and the system software was reloaded to restore the system back to functionality. Philips has started an investigation of the complaint.